Manufacturer narrative:
Continuation of concomitant products: 6947m55 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had a electrical reset. Replacement is scheduled for the future, however, the device is currently still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. The returned device indicated shorting/low impedance in an integrated c ircuit. Hybrid analysis determined that the reported failure was due to a severely depleted battery. High system current drain was caused by a resistive short from within the rf module. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced palpitations and that the device was explanted. No further patient complications have been reported as a result of this event.